Manufacturer narrative:
Correction: from malfunction to serious injury.

Event description:
It was reported that difficulty removing a balloon and balloon rupture occurred. A 6.0 x 40, 75 cm mustang balloon was used to dilate the target lesion, and upon inflation at 18 atmospheres, the balloon ruptured. It was noted that difficulty removing the device occurred, and a small (distal) tracking ring remained under the patient's skin, probably in the stitches of a stent. The procedure was completed and no patient complications were reported in relation to this event.

Event description:
It was reported that difficulty removing a balloon and balloon rupture occurred. A 6.0 x 40, 75 cm mustang balloon was used to dilate the target lesion, and upon inflation at 18 atmospheres, the balloon ruptured. It was noted that difficulty removing the device occurred, and a small (distal) tracking ring remained under the patient's skin, probably in the stitches of a stent. The procedure was completed and no patient complications were reported in relation to this event. It was later reported that the lesion was located in a fistula. Fifty percent of the mustang balloon detached while inside the patient. The detached portion was removed by another device using a roping retrieval technique. No patient complications resulted in relation to this event and the patient was reported to be okay following the procedure.

Event description:
It was reported that difficulty removing a balloon and balloon rupture occurred. A 6.0 x 40, 75 cm mustang balloon was used to dilate the target lesion, and upon inflation at 18 atmospheres, the balloon ruptured. It was noted that difficulty removing the device occurred, and a small (distal) tracking ring remained under the patient's skin, probably in the stitches of a stent. The procedure was completed and no patient complications were reported in relation to this event.